Manufacturer narrative:
Unit received with minor scratches on lcd window. Unit received missing end cap sticker. Unit received with broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's display was badly scratched and difficult to read. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.